Manufacturer narrative:
No product will be received for investigation. Investigation report is incomplete at this time. A follow-up investigation report will be sent when completed.

Event description:
The event is reported as: tip broke off capio suture and fell into pt. This happened twice on the same pt. Surgeon made decision to leave bullets in pt. No pt injury reported.